Event description:
It is reported that the patient received a durom us acetabular component (exact device name not reported), left side, on an unknown date. Due to high ion levels, the patient is currently being monitored. Nb: since this case does not have the exact revision date, this case will be treated as related to the issues for which zimmer implemented a correction in july 2008.

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review, as the patient is currently being monitored and has not been revised to date. As no lot numbers were provided for the devices, the device history records could not be reviewed. While a cause for this specific clinical event cannot be ascertained from the information provided, the common clinical presentation and the date of the original implantation suggest that this case is related to the issues for which zimmer implemented a correction in july. Should additional information becomes available, an updated report will be submitted. (B)(4). Nb: patient is a bilateral patient. Reference number for right hip surgery (B)(4).